Manufacturer narrative:
Product ID: 3487a-56, lot# v741665, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that stimulation was not helping. The patient had an unrelated surgery in (B)(6) 2016 and after that the patient's left leg had increased pain and the stimulation was not helping. The patient reported that it was helping until then. Reprogramming was performed and 3 new groups were added that seemed to give good coverage. An impedance check was performed and found impedances within normal limits. The health care professional (hcp) looked at leads under fluoroscopy. The left lead appeared to have migrated up one vertebral body and laterally. It only produced upper back and rib stimulation. They were using the right lead for bilateral leg coverage. If the reprogramming was unsuccessful, the hcp suggested that the patient go to a specific hcp for epidural lead revision. No surgical intervention was yet planned or performed. The patient's medical history included low back and legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.